Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred during drain 0 of 4. Reportedly, the alarm had occurred several times. According to the call script, the patient line was not securely connected. The ts representative bypassed the patient to fill 1 when a fluid leak was then discovered. The fluid leak was reportedly coming from an open second connection on the patient line. No fluid was found in the pump module area or on the exterior of the cassette. The ts representative advised the patient to re-setup with all new supplies. Upon follow up, the patient reported they could not recollect much about the fluid leak. The patient stated it was the middle of the night, and they were tired and frustrated that their treatment was interrupted. The patient thinks they cancelled the treatment and completed pd therapy by performing a manual exchange the following morning. The patient confirmed being trained to perform manual pd therapy, as well as stat drains. The patient did not inform their pd nurse of the fluid leak event. The patient did not notice anything out of the ordinary with the tubing set that was used for the treatment. The patient also denied setting up incorrectly and/or forgetting to clamp any unused lines. In the few days following the event, the patient did not develop any symptoms or experience any adverse effects. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.